Event description:
Per the clinic, the patient experienced a lack of osseointegration resulting in fixture loss. The device is not available for analysis.

Manufacturer narrative:
(B)(4). The device is not available for analysis.